Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported the aligners have caused them to have advanced gum disease, gum recession and bone loss. Their teeth are chipped and breaking from chewing in their misaligned state and their tmj was worsened. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.